Manufacturer narrative:
The pod was received with the needle mechanism assembly not deployed. The pod data showed no errors or abnormalities. The pod deactivated at the end of first prime having completed 47 pulses. The pod was received as expected as the pod is only expected to deploy during second prime. No damages or deficiencies were observed in the drive mechanism assembly. No issues were observed with the pod that would indicate it did not function as expected, therefore no problem was found regarding the reported cannula retracted event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone18.1. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the needle did not deploy when the pod was activated despite the pink slide having moved forward; this indicates a needle mechanism failure. The pod was not worn. No impact to the patient's glucose level was reported.